Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16-apr-2015, 18-apr-2016 the event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, and lymph node was very inflamed".

Event description:
Patient reported "increased breast pain.", lump in left breast.", "rupture, and lymph node was very inflamed." Device remains implanted.